Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-03187 and 1627487-2013-03188. The pt received 4 scs leads, 3 have different lot numbers. It was reported the pt is not receiving stimulation from one of her scs leads. Lead diagnostics showed invalid impedance values for the scs lead. Surgical intervention will be taken at a later date to address the issue.